Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. The doctor did not like the intracardiac egm on the right ventricular lead during implant. The lead was not used and replaced. The patient was stable.